Manufacturer narrative:
Evaluation summary: the product was not returned; however, pictures were provided by the customer for analysis. The pictures showed a device with tape around the top moving jaw. The knife blade was not shown in the picture. The reported condition could not be confirmed based on the pictures that were provided. Without the device, pmv could not determine what caused the reported issue of the complaint. The investigation could not determine the root cause of the customer's report based on the picture samples sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal resection, the device tip end of the blade broke off. The broken part was on the side of the operating surface, which was taken out from the body by grasping forceps in the first time. There was no xray performed. They used another like device to complete the procedure. There was no patient injury.